Manufacturer narrative:
B4 clarification. H4: production date 11/04/2015. Manufacturing site evaluation: to date, the product was not provided for investigation. The device history records have been checked and found to be according to the specification valid at the time of production. No similar complaints registered against the same lot number. The failure is most probably not manufacturing/material related. Without further information nor the product, a clear conclusion can not be drawn to date. On the basis of the current information and without the product we exclude a manufacturing/material failure. It is possible that a defective contact led to the described failure. If we will receive the product for investigation in the future, an additional follow-up report will be submitted.

Event description:
Clarification: this case was a craniotomy and the drill is only used at the beginning briefly. The doctor used the perforator driver to make 3-4 burr holes then used the craniotome to "turn the flap". There was no further drilling necessary after the console went out.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with an elan 4 unit. Prior to a craniotomy with tumor resection procedure, the control unit screen went "white". It was turned off and then on again; the drill worked briefly but then the control unit began flashing "black to white", and use was discontinued. There was no known patient harm or intervention required. Additional information was not provided. The malfunction is filed under aag reference 400435102.